Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the case, the doctor used a shaver during the scope. After he pulled it out, he said that it was broken. The speech therapist and registered nurse looked at it more closely and noticed that the inner plastic piece was broken off. An x-ray taken and looked at by the doctor. The x-ray was good.